Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to hospital due to high blood glucose level of 300mg/dl. The insulin pump will not be returned for analysis

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with a blood glucose level of 531 mg/dl. The hospital did not treat her blood glucose and only gave her water because she had treated with a shot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer mentioned it kept giving them insulin and blood glucose did not come down. The infusion set had a bubble at the top. The infusion set cannula was bent. The device was not returned.